Event description:
It was reported that post percutaneous coronary intervention (pci) oct run, when the physician removed the dragonfly catheter, it was bound to the runthrough wire and both the oct catheter and guidewire had to be removed together. It was noted that the guide wire appeared to have gotten kinked from the oct catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported difficulty removing the catheter was unable to be confirmed. A stretch was noted on the guidewire exit notch on the distal edge. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot was performed and revealed there is no indication of a lot level quality product issue. The investigation determined that the difficulties were likely related to circumstances of the procedure. There were kinks noted to the returned guidewire in multiple location in the distal section. While the exact cause of the reported withdrawal issue could not be confirmed, it is likely that the observed damage (kinks) to the returned guidewire contributed to the reported issue. The kinks on the guidewire likely caused the catheter got caught and bound together with the guidewire resulting in the noted stretch, which could lead to the reported difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.